Event description:
Reported due to device break requiring surgical intervention. The operator attempted closure of an arteriotomy site after a diagnostic procedure. It is unknown whether fluoroscopy was performed prior to the procedure; therefore, the condition of the vessel is unknown. The groin was reported to have "mild scarring." Upon insertion of the device, resistance was met and a "crunch" was heard. The operator immediately stopped and attempted to pull back of the device. More resistance was felt and the device broke, leaving the sheath and distal guide in the patient's groin. The pt was taken to surgery for removal of the sheath and distal guide. The pt's outcome is unknown. Although requested, additional info was not provided.